Event description:
It was reported that during a rotational atherectomy treatment procedure, a leak was noted in the sheath of the burr catheter. The 80% stenosed lesion was located in the severely calcified left circumflex artery. A non-bsc 7 french guide catheter and floppy rotawire successfully crossed the target lesion. The 1.25mm rotalink plus burr was then used to treat the lesion however after several ablations it was noted that the burr was not able to pass through the stenosis. As a result, the physician withdrew the device utilizing dynaglide mode. Upon removal, saline was noted to be leaking from a puncture in the sheath covering the proximal portion of the rotalink burr catheter shaft. The procedure was completed with a 25x10mm non-bsc balloon and a 2x12mm non-bsc balloon however while a significant improvement in blood flow was observed, the lesion could only be partially opened and could not be stented. The patient was noted to be hemodynamically stable throughout the procedure and was transferred to the iccu for further management. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).